Manufacturer narrative:
Follow-up #1: date of submission: 05/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: a bolus history shows the multiple boluses were manually programmed & fully delivered on (B)(6) 2017. The pump was exercised for 24 hours; no unprogrammed or extra boluses were delivered or recorded in the pump history during this time. Investigators manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. Investigators were unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer alleged that there were extra boluses. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery